Event description:
The device was used during an adrenalectomy procedure. Reportedly, the instrument leaks pneumoperitoneum. The surgeon was able to complete the procedure with the device. The hosp has reported no pt injury occurred.